Manufacturer narrative:
The device involved was received for evaluation. A follow-up report will be submitted upon completion of the device's evaluation or if additional info is obtained.

Event description:
During service by a baxter technician, the device failed accuracy testing by underdelivering. Per service shop, the hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.